Manufacturer narrative:
The device was manufactured from april 10, 2020 - april 13, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. The red cap was securely tightened and the sample was monitored until the next day. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling. There was no patient involvement. No additional information is available.